Manufacturer narrative:
2017 code clarifier - incorrect prep. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was prepped inside the anatomy. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H3 other text : the device was reportedly discarded.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, mildly tortuous right coronary artery that was 100% stenosed. Air aspiration was done inside the anatomy. A 2.0 x 12 mm rx trek balloon dilatation catheter (bdc) was advanced with resistance noted with the anatomy. The balloon was inflated twice at 12 atmospheres and on the second inflation the balloon ruptured. A 2.5 x 15 mm trek bdc was used to continue and a xience alpine was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.